Event description:
Customer reports lancet did not retract into softclix plus device after firing. No adverse event reported. A request was made for the return of the product, replacement was sent.

Manufacturer narrative:
.